Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys insulin results from the cobas e 801 analytical unit. The initial result was 3.66 miu/ml. On (B)(6) 2025, the repeat result was 1.66 miu/ml.

Manufacturer narrative:
D4 expiration date was updated. The investigation determined the issue was due to pre-analytical handling issues at the customer site, as the sample was hemolyzed. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent problem was excluded because the provided quality validation data was within expectations. There is no evidence to suggest a malfunction of the device.